Manufacturer narrative:
UDI field (d4) concomitant product UDI for cxr is (B)(4). UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that a crack was found in the tubing connecting the cylinder to the pump. The pump was explanted and replaced. There were no patient complications.